Event description:
It was reported that the pacemaker and rv lead exhibited noise. Upon interrogation, the device was found to have reverted to safety mode. Subsequently, the device and rv lead were explanted and replaced successfully. No additional adverse patient effects were reported.